Event description:
It was reported that the customer had high blood glucose levels that kept going up. Customer ate something sugar free and took insulin with the pump. Blood glucose levels went from 104 mg/dl to 354 mg/dl. Cuastomer's blood glucose level went up to 394 mg/dl before she started to take shots. Customer changed sites and it went down to 325 mg/dl. Customer felt irritable and could not sleep due to being worried about high blood glucose levels. Customer went to the emergeancy room from (B)(6) 2014. Customer's blood glucose level would not come down and customer felt sick. Customer was given insulin and fluids. Customer was wearing the pump at the time of the visit and they found that the site was inserted in a bad area. Customer ran a manual prime and the insulin did exit the tubing. Customer found a bad battery and no delivery alarm in the alarm history but did not want to troubleshoot. Pump passed the high pressure test. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).